Manufacturer narrative:
An event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported in "early aseptic loosening of the tritanium primary acetabular component with screw fixation": "this series examines 5 cases of acetabular cup loosening in patients who had the stryker tritanium primary cup implanted from 2011 to 2016... Case 5: a (B)(6) woman with a history of chronic kidney disease, hypertension, hyperlipidemia, and hypothyroidism, underwent a right tha using the posterolateral approach in (B)(6) 2016. The cup was impacted into appropriate version and inclination, and good fixation was obtained. Her bmi was 32.8 kg/m2 at the time of surgery. A tritanium 48-mm primary cup was impacted into the acetabulum with 1 screw for supplemental fixation. At her 6-month follow-up, she noted increased hip pain with ambulation. Workup for infection was negative (esr: < 10 mm/h, crp: < 9.0 mg/l and wbc: 5.5). Radiographs demonstrated radiolucencies in zones 1, 2, and 3. The right hip was revised in (B)(6) 2017. At the time of the surgery, the primary cup was grossly loose after removal of the screw..."